Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. It was reported that patient had symptoms consistent with post implant syndrome. The patient had an elevated temperature (exact temperature is unknown) and had an increased wbc of 27,000. The patient was given aspirin and was recovering. No additional clinical sequelae were reported.